Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On november 2, 2004, the reporter contacted lifescan (lfs) on the patient's behalf alleging that her one touch ultra meter was reading inaccurately erratic. The patient reported blood glucose results of 446 mg/dl and 180 mg/dl with the lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. A medical professional was contacted for advice; however, no treatment was received. The customer care representative (ccr) was unable to walk the patient through quality control testing, as the control solution had expired. The patient did not allege harm. There is no information to suggest that the patient experienced injury or medical intervention. Based on the unmet precision claim, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable.